Event description:
The customer reported to baxter belgium of a vented solution set with a missing luer lock. There was no patient involved in this event. One unit was impacted, and returned for evaluation. No other information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: an actual unit was received for evaluation. A visual examination of the sample confirmed the reported condition of a missing luer lock. The root cause of the reported condition was attributed to operator error during manual assembly of the unit. A root cause investigation in progress. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.